Manufacturer narrative:
(B)(4). Conclusion: the device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellextissue morcellator may lead to dissemination of malignant tissue.

Manufacturer narrative:
Date sent to the FDA: 3/1/2016, add'l info.

Event description:
It was reported by an attorney that the patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2011 and device was used. It was reported that prior to the surgery, testing did not show evidence of ca, but a few days following procedure the patient was diagnosed with leiomyosarcoma. It was reported that the patient underwent rounds of aggressive chemotherapy beginning (B)(6) 2011, and on (B)(6) 2013. It was determined that she experienced masses in the abdomen and pelvis. The patient underwent a radical resection of the pelvic mass on (B)(6) 2013 concurrently with bsoo, colon resection, trachelectomy and appendectomy; and it was confirmed that she had a recurrent metastatic leiomyosarcoma. It was also reported that the patient underwent additional courses of chemotherapy. On (B)(6) 2014, the patient underwent another exploratory laparatomy concurrently with pelvic mass resection, colectomy and colostomy. No additional information was provided at this time.